Event description:
The customer's father wanted to have the insulin pump replaced, because the customer was hospitalized for diabetic ketoacidosis. The father stated that the customer was having high blood glucose levels in the evening and the customer changed the infusion set. The father stated that he performed the prime test at the hospital and he never saw any insulin come out of the tubing. The insulin pump was programmed correctly, but the father did not have the tubing clamp to perform the high pressure test. The father also mentioned that the insulin pump had a crack in the reservoir compartment. The insulin pump gave an alarm on the night of the hospitalization as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time.